Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the controller stopped working on saturday. Patient stated they can't turn the controller on or it doesn't go on. Patient mentioned they dropped the controller a couple times because they put it on the night table and sometimes when they is in pain they tries to reach out and turn it on and it shocked him. Patient services (pss) asked patient to remove the controller back cover and patient said the top of the controller is cracked and there is an opening on it. The issue was not resolved. An email was sent to the repair department to replace the controller device. Patient stated they had dropped the controllers a few times and the screws had fallen out in the past, but that did not cause an issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that the controller was the device that was shocking him earlier. Also confirmed that the physician checked and it was damaged. Patient mentioned that he contacted medtronic and that resolved the issue. "MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.